Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: left- mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot number 6862222. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation left side with mentor smooth round moderate profile 425cc, and right side with an unknown saline breast implant that bilaterally deflated after implantation. Patient emailed photo on 8-15-18 of left implant deflation. Doctor examined the patient on (B)(6) 2018, left implant deflated and right implant now deflated after a flight. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile,425cc saline implants, catalog number 3501670 on (B)(6) 2018. The patient did not experience any accompanying symptoms, was not hospitalized, and has since fully recovered. This report is for the right implant.